Event description:
Per medwatch this pump was in use on a post op pt. Pump was delivering nitroglycerine and stopped running. Subsequently the pt's blood pressure rose to 250 systolic. The pump was quickly switched to another syringe pump, bp normalized without further intervention. Rptr stated in this report that the pump does not have alarms. This statement is incorrect.